Manufacturer narrative:
UDI not available as product manufactured before september 24, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittently low pacing lead impedance was noted prior to generator change. The patient was asymptomatic. The lead was capped and replaced on (B)(6) 2020. The patient was in good condition before, during, and after the procedure.